Manufacturer narrative:
(B)(4).,

Event description:
It was reported that during a nissen fundoplication "fundo" procedure, during insert the lever blade the trocar was broken. No consequences for the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the cb5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.